Event description:
I had lasik surgery on (B)(6) 2016. Apparently microkeratome technique was used by (B)(6). Soon afterwards I had blurry vision for 2 months afterwards my vision deteriorated and same provider said just use eye drops. I went to a corneal specialist who said this technique is old and had to have emergent intervention as my cornea was folded and had a lot of epithelial ingrowth and still suffering from some discomfort and my left eye needs another intervention to correct.